Event description:
Boston scientific received information from the local sales representative that the patient was hypotensive while at home. The patient was syncopal and had a seizure in their bed, when trying to get out of bed the patient fell. The patient was brought to the emergency room (ER) where they were checked by the local sales representative. The patient had high threshold and intermittent loss of capture (loc). Impedances remained normal. An x-ray was performed where it was noted that the right ventricular (rv) lead had dislodged from its original position. The physician performed a revision procedure where the rv lead was successfully repositioned. Boston scientific technical services (ts) was contacted and the local sales representative stated that it was unknown if there was syncope for greater than 2 seconds. The physician suspected that the pre-syncope and syncope were due to orthostatic hypotension.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.